Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported incomplete treatment during a laser assisted flap creation procedure. Mostly sidecut was noted. Additional information has been requested.

Manufacturer narrative:
The root cause cannot be determined conclusively. (B)(4).